Event description:
Patient had a bard triple lumen power PICC (lot #reju3499) placed by on call peripherally inserted central catheter (PICC) nurse prior to being discharged to home. This PICC was secured with a securacath device. Patient experienced leaking to PICC when the gray lumen was flushed at home. It was evaluated by radiology physician assistant (pa) and replaced with a double lumen PICC (lot #rehx2932) using fluoroscopy to confirm placement and secured with a securacath device. Defective PICC was not saved, but a video was taken of it. Manufacturer response for catheter, intravascular, therapeutic,long-term greater than 30 days, powerpicc hf catheter (per site reporter). Emailed vendor on 1/10 and didn't get a response.